Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon evaluation, the blue and red wire between ecgs c and d was shorted, causing the electrode belt's +5 power supply to short. The cause for the shorted wire cannot be positively determined. No adverse event resulted from the electrical short. The patient receive a replacement electrode belt.

Event description:
A patient service representative (psr) contacted zoll customer support while fitting a (B)(6) male patient to report that she was unable to baseline the equipment. The patient was provided with a new electrode belt.